Event description:
A device was returned to a third-party service center in reference to allegation of the machine shutting down unexpectedly for evaluation. Information from third-party service center indicated the pca was burned, and the device was instructed to be returned to the manufacturer¿s product investigation lab (pil) for further investigation.